Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a vague complaint of a leaky filter. Although many attempts were made for event details there is no report that there was patient involvement. At this time. The IV was in use for less than 96 hours.

Manufacturer narrative:
The customer¿s report of the set leaking was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack that measured 0.488 inches long. The female luer was inspected under magnification and no stress marks were observed. Functional testing confirmed a leak as fluid flowed through the crack on the female luer. No leaks were observed on the micron filter. The cause of the leak was identified as a cracked female luer. The specific root cause of the crack was not definitively identified.